Manufacturer narrative:
Additional informaiton: d.6b. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding possible revision surgery were unsuccessful. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly a poor performer and is experiencing decreased performance. Revision surgery is scheduled.